Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "a right side rupture." Device remains implanted.

Event description:
Healthcare professional reported "a right side rupture." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: striated broken on anterior, straited opening on anterior, missing piece of the shell and non-penetrating nicks. Base on the device analysis the final assessment is:striated opening and broken assessed as surgical damage. Missing shell assessed as inconclusive. Base on the device analysis the final assessment is:striated opening and broken assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Device has been explanted.